Manufacturer narrative:
The investigation determined that a non-reproducible lower than expected vitros amon quality control result was obtained on a vitros 5600 integrated system. Results of precision testing demonstrated that the vitros instrument was not performing as expected at the time of the event. After completion of maintenance activities, acceptable vitros amon performance was observed. The root cause of this event is instrument related.

Event description:
The customer obtained a non-reproducible lower than expected vitros amon quality control result (vitros amon result of 120.8 "mol/l vs. Expected 164.6 "mol/l ) on a vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer stated that no vitros amon patient results from the time frame of the event were in question. However, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).